Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, lead returned stretched with outer insulation separation at connector leg, explant damage.

Event description:
It was reported that a microdislodgement occurred with the left ventricular (lv) lead when the right ventricular (rv) lead was explanted. The physician felt the lv lead was unusable and implanted a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2013; d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2012; 407652, implantable pacing lead, (B)(6) 2007; 694965, implantable tachy lead, (B)(6) 2007.